Event description:
A bipap autosv adv device was returned to a service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device at the service center, the device was visually inspected, and a burnt connector was found. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.